Event description:
Customer stated, "switch came on and sparked" customer did not claim injury. Product was not returned. An investigation into similar feedbacks for sparking found that the primary cause was customer misuse of twisting/ wrapping the cord. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."